Manufacturer narrative:
(B)(4). The device was not inspected prior to insertion into the patients anatomy. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.25x15mm xience alpine stent delivery system advanced to the marginal coronary artery lesion without reported issue. Once at the lesion site, it was noted that the stent was not on the delivery shaft. It was noted that the stent was located in the protective sheath and had dislodged from the delivery system during device preparation. Another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The xience alpine everolimus eluting coronary stent system electronic instructions for use states that prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation was unable to determine a conclusive cause for the stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.